Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that revision case was performed on a patient for two expedium si polyaxial screws (out of a six screw construct) that broke post operatively. Breakage occurred between the screw heads and shafts. The implants were in the patient for approximately 5 months. The previous surgery done was a 2 level transforaminal lumbar interbody fusion (tlif). The following mfg. Medwatch reports are being filed for the two screws that are reported to have broken post operatively: 1526439-2014-11654, 1526439-2014-11655.

Manufacturer narrative:
Visual inspection revealed that the screw broke at the transition zone between the screw polyaxial ball and the screw shank. The screw shank was not returned for evaluation. Review of the device history record found no discrepancies. A 12 month review of the complaint trend analysis for the product code found no emerging trends. The root cause cannot be positively determined based on the reported event description and returned samples. However, scanning electron microscopy (sem) found evidence of smooth and grainy/rough regions which are indicative of fatigue failures. Additionally, this analysis found no material defects or other abnormalities. No action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.